Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient felt dehydrated. They were unable to check the cgm and bg during this time and ended up in the hospital. At the hospital, the patient noted that the readings were "way off". The bg was 500 mg/dl and the patient was diagnosed with diabetic ketoacidosis. The patient could not remember what the cgm was reading during that time but stated it was inaccurate. The patient was treated with IV saline solution and insulin. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.